Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the device history revealed no nonconformities, failures, rework, or deviations that would cause or contribute to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. As the device was not returned a device analysis cannot be completed; therefore, there is no evidence that the device caused or contributed to the reported clinical event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a heart attack coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. Treatment for the event was not reported. The patient was discharged from the hospital. Outcome of the event was not reported. At the time of this report, peritoneal dialysis therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.